Event description:
A male patient called lifecor customer support to report that the "plastic shell" on the connector piece of his electrode belt is cracked. The patient's electrode belt was replaced. When the damaged electrode belt was returned to lifecor it was discovered that a pin was bent inside the connector in addition to the cracked connector locking ring.